Event description:
It was reported to boston scientific corporation that an endovive standard peg kits pull method was placed in a peg placement procedure in 2008. According to the complainant, the peg was pulled outside the stomach and lodged in the peritoneal cavity. The doctor does not believe this was the result of the patient pulling the peg out. Another device was used to complete the procedure (unknown device). The patient's condition was reported as "unknown".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.